Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor was fractured; partial lead in segments was returned for analysis.

Event description:
The patient reported patient alert sounded and a week later she received three shocks. The lead was replaced. No further patient complications have been reported as a result of this event. Additional information received reported the shocks were determined to be inappropriate and due to noise and required the patient be evaluated in the emergency department.